Event description:
Siemens u.s. Was notified on september 2, 2013 that during a service call on (B)(4) 2013, siemens' customer service engineer (cse) rotated the gantry by using the hand control. However, when the button to stop rotation was pressed, the motion switch was released and the same command given on the touch screen, the gantry rotation did not stop. Reportedly, the cse pressed the yellow emergency button at the hand control but the gantry rotation still did not stop. Then, the cse turned off the f1 fuse to dis-energize the system; however, it had already "crashed." There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens u.s. Became aware of the reported event on september 2, 2013. This MDR is being mailed on september 24, 2013. Siemens' investigation into the reported event is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6). Brand name: simview nt, p/n 5496992 and simview nt with idi, p/n 5497016 are both affected products for the reported problem.